Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, the patient experienced a loss of therapeutic effect with dystonic tremor and torticollis. The event occurred following a fall; the patient fell and hit head hard about (B)(6) ago. The patient was back to baseline since then. The location of the symptoms was the head and neck. Impedance measurements were normal; 500-900 ohms for all unipolar and bipolar pairs. Additional information was requested.